Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: -, ubd: , UDI#: h3, h6; a medtronic representative went to the site to test the equipment. The camera was replaced and the system then passed testing. Codes b01, c08, and d02 are applicable to this analysis. The camera, lot number: p903606, was returned to the manufacturer for analysis. The returned psu contained scratches on the housing <(>&<)> lenses. A check of the event log revealed intermittent firmware incompatibility dating back to march 2020. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .987mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while prepping before a case, the system was displaying a "localizer faulted" message. The site was able to switch to a different system and proceed. There was no patient present. Additional information was received. It was reported that the ndi tool box displayed the following: bump detector battery fault, bump detected, and storage temperature exceeded.